Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient developed epidural hematoma from bleeding following an implant as a result surgical intervention was undertaken on (B)(6) 2023 wherein the full system was explanted and patient was admitted to hospital planning to discharge to rehab to address the issue.